Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 8 years, 3 months 20 days post transfemoral tpvr procedure. With a 29mm sapien xt valve. The patient present shortness of breath, dyspnea on exertion, and chest pain, due to regurgitation. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve. There was no additional information provided.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for central leak was unable to be confirmed due to unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was implanted in native pulmonic valve, which is not an indicated for use at the time of original implantation. Therefore, this was off label operation. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, 'approximately 8 years, 3 months, 20 days post transfemoral tpvr procedure with a 29mm sapien xt valve, the patient present shortness of breath, dyspnea on exertion, and chest pain due to central regurgitation. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve'. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to h6 based on additional information. The complaint for central leak was unable to be confirmed due to unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was implanted in native pulmonic valve, which is not an indicated for use at the time of original implantation. Therefore, this was off label operation. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, 'approximately 8 years, 3 months, 20 days post transfemoral tpvr procedure with a 29mm sapien xt valve, the patient present shortness of breath, dyspnea on exertion, and chest pain due to central regurgitation. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve'. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5 due to additional information received.

Event description:
It was initially reported by the field clinical specialist (fcs), approximately 8 years, 3 months, 20 days post transfemoral tpvr procedure with a 29mm sapien xt valve, the patient present shortness of breath, dyspnea on exertion, and chest pain due to regurgitation. The patient underwent a valve in valve procedure with a 29mm sapien 3 ultra resilia valve. Per additional information received, the reported regurgitation was confirmed to be central leak.